Event description:
The customer reported the cine function was not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive and high voltage cable. The system operates as intended.